Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 14 months post implant it was reported that the pt was readmitted due to her overall bad condition. Blood tests were performed and showed an increase in the pt's lactate dehydrogenase (ldh) levels and d-dimer was found. An echocardiogram was performed and indicated an intermittent opening of the aortic valve. During a ramp test the aortic valve was permanently closed but the left ventricular end diastolic diameter (lvedd) stated nearly te same. Pump thrombus was suspected and the pt underwent a pump exchange. After the pump exchange the pt went into right heart failure with high doses of catecholamine. The attending physicians decided not to implant a rvad as previously discussed with the pt prior to the exchange. The pt was transported to the ICU and expired after a few hours later. The report cause of death was right heart failure and it was also reported that the second pump was working as intended.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.